Manufacturer narrative:
(B)(4).

Event description:
It was reported increased thresholds were observed from a malfunction on the generator defibrillation. When the patient presented for an elective generator replacement, device interrogation revealed the right ventricular lead on high defibrillation threshold. The system was replaced. No further information is available.